Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 MDR section codes updated/corrected: a, e, f if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10. Concomitants; 531633 200-04-54 - cemented finned tib. Tra sz 5f/4t 588513 200-02-38 - three peg patella 38mm 701717 244-02-05 - optetrak asy hi-flex ps cem fem, sz 5, left 808087 201-46-10 - holding pin headless 3" (4 pk) 4d003 203-90-01 - 11-2624 powerpro sawblade. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2006, and then experienced revision surgical procedure on (B)(6) 2017 approximately 11 years and 5 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.